Manufacturer narrative:
The covidien customer support engineer (cse evaluated the unit, and verified the reported malfunction. The cse replaced graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb), and downloaded the current software revision. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).

Event description:
It was reported by a customer in the USA that an 840 ventilator had a blank graphic user interface (gui) display. There is no patient involvement.